Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier jammed. If you press at the back, nothing happens in front; the clip does not come out.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73j1800488 was manufactured on 09/19/2018 a total of (B)(4) pieces. Lot was released on 09/29/2018. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 samples were taken from the current production p/n ae05ml auto endo5 ml lot# 73e1900681, samples were functionally inspected (fired) and issue reported "applier jammed" was not observed in the current manufacturing process the clips were loaded, closed and released correctly. Revision of fmea-08-029 rev 04 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that the applier jammed. If you press at the back, nothing happens in front; the clip does not come out.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the rotation tab bent slightly. The first clip was out of position in the channel. One of the feeder tabs was protruding from the channel. The sample appears used as there is biological material present on the device. The trigger cycle could not be completed since the feeder tab was protruding from the channel. Functional inspection could not be performed based on the condition of the returned sample. However, the sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The yoke was broken at the pin position and the proximal end of the feeder was bent due to the clip stacking. The first feeder tab at the distal end of the channel was also severely bent due to the clip stacking. The sample was received with 2 clips remaining in the channel, indicating that 13 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "applier jammed" was confirmed based upon the sample received. One device was returned with its trigger partially engaged and the rotation tab bent slightly. The first clip was out of position in the channel. One of the feeder tabs was protruding from the channel. Functional inspection could not be performed based on the condition of the returned sample. However, the sample was disassembled , and it was found that the clips were out of position and stacking on one another. The yoke was broken at the pin position and the proximal end of the feeder was bent due to the clip stacking. The first feeder tab at the distal end of the channel was also severely bent due to the clip stacking. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that the applier jammed. If you press at the back, nothing happens in front; the clip does not come out.